Manufacturer narrative:
Hemagglutination tube testing was performed with retention panocell-10, lot 26284 and anti-fyb, lot fyb65h-1. All fy(b+) cells exhibited 2+ to 2+s reactivity and all fy(b-) cells were nonreactive, as expected. Hemagglutination tube testing performed with returned (expired) panocell-10, l0t 26284 tc [fy(b+) donor v172] using anti-fyb, lot fyb65h-1. No reactivity was observed. Testing was repeated with tc from returned and retention panocell-10, lot 26284 with anti-fyb, lot fyb65h-1. Retention tc exhibited 2+ reactivity and returned tc was nonreactive. It is possible the product was compromised at the facilty. The direction circular for panocell states "the reactivity of reagent red cells my diminnish over the dating period. The rate at which antigen reactivity (i.e. Agglutinability) is lost is partially dependent upon the individual donor characteristics that are neither controlled nor predicted by the MFR.

Event description:
An unexpected negative reaction was observed with the tc cell, when tested with pt's serum containing an anti-fyb antibody, and with reagent anti-fyb. No medical action taken as a result of the unexpected negative reaction.